Event description:
On (B)(6) 2012, lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying the battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began on (B)(6) 2012 at 8:30am. The patient stated that she manages her diabetes with oral medication, 1000mg of metformin, diet, and exercise, and took her usual dose of medication in response to the reported issue. Immediately after the alleged issue occurred, the patient claimed to have developed symptoms of feeling "shaky" but denied receiving any treatment in response to the symptoms. During troubleshooting, the cca determined that the batteries needed replacement. Replacement products were sent to the patient. Although, the patient denied receiving any treatment after the alleged issue occurred, this complaint is being reported because, the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k062195.